Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew of the attempted cardiac resynchronization therapy defibrillator (crt-d) backed out of the header block and could not be re-threaded without great difficulty. A different device was used to complete the implant. No patient complications have been reported as a result of this event.